Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited loss of capture with less than two seconds of asystole. The device was left programmed ddd. Two years later the lead was surgically abandoned due to a lead fracture. No additional adverse patient effects were reported.